Manufacturer narrative:
D10 concomitant products: unknown ligasur - unknown ligasure instrument, lot# unknown unknown ligasur - unknown ligasure instrument, lot# unknown literature events: author: shiye yang· haishun ni2· aixian zhang3· jixiang zhang4· huoqi liang1· xing li · jiayi qian1· hong zang5 ·zhibing ming1 title:body mass index is a risk factor for postoperative morbidity after laparoscopic hepatectomy of hepatocellular carcinoma: a multicenter retrospective study source: journal of cancer research and clinical oncology (2024) 150:445 https://doi.org/10.1007/s00432-024-05979-w. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to determine whether preoperative body mass index was associated with postoperative morbidity after laparoscopic liver resection. Between 2013 and 2019, 226 patients underwent liver resection for hepatocellular carcinoma. The patients were divided into three groups based on body mass index. A competitor device were used to transect the liver parenchyma, and unspecified clips were used to secure small hepatic vessels. The resected area was carefully checked for possible bile fistula and bleeding. There was one patient death within 30 days due to intraabdominal hemorrhage. It is not specified if the device was used in this patient.